Manufacturer narrative:
An event regarding damage involving an exeter introducer was reported. Conclusion: the reported event described damage of the exeter introducer; the plug adaptor (described as the metal tip of the introducer) is assembled onto the introducer. It was reported that as a consequence of the exeter introducer damage that the surgeon decided to unscrew the adaptor from the inducer. Based on the provided information, the product reported in this investigation did not contribute to the event. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
The sales representative reported that the surgeon was undertaking a cement in cement hip revision. The surgeon was using a plug introducer which allegedly got stuck in the femoral canal. The surgeon was implanting a short stem and trialled a short stem. However he selected a plug introducer for a long stem. As a result he allegedly hammered the introducer in slightly harder than he would have for a short stem device. The introducer then got stuck in the bone and the surgeon attempted to to remove it, during which time the introducer allegedly became bent and damaged. The surgeon took a decision to unscrew the tip of the introducer in efforts to remove the device. The sales representative was in the case and as the surgeon was unscrewing the plug introducer she advised against that course of action in case the tip of the device was left in the bone and could not be retrieved. Once the tip was unscrewed the connector became lodged in femoral canal and could not be removed. The procedure was completed with the piece of the device left in situ. There was a 25 minute delay to surgery as a result of the event.

Event description:
The sales representative reported that the surgeon was undertaking a cement in cement hip revision. The surgeon was using a plug introducer which allegedly got stuck in the femoral canal. The surgeon was implanting a short stem and trialled a short stem. However he selected a plug introducer for a long stem. As a result he allegedly hammered the introducer in slightly harder than he would have for a short stem device. The introducer then got stuck in the bone and the surgeon attempted to remove it, during which time the introducer allegedly became bent and damaged. The surgeon took a decision to unscrew the tip of the introducer in efforts to remove the device. The sales representative was in the case and as the surgeon was unscrewing the plug introducer she advised against that course of action in case the tip of the device was left in the bone and could not be retrieved. Once the tip was unscrewed the connector became lodged in femoral canal and could not be removed. The procedure was completed with the piece of the device left in situ. There was a 25 minute delay to surgery as a result of the event.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.